Event description:
It was reported by the rep that (1) c1535 micromark clip "tin can" which contains the actual clip fell off into the pt biopsy cavity in pt's breast. A second clip was deployed successfully but the "tin can" is also still in pt's breast. The case was finished with another device.